Manufacturer narrative:
Additional information: h6 and h10. H10: the device was received for evaluation. A pressure test was performed and a leak was observed at the heater warmer connection. A crack was observed at the female luer. The reported condition was verified. The cause is design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the luer lock on the return line of a prismaflex tpe2000 the luer lock during priming. There was no patient involvement. No additional information is available.